Event description:
Per the clinic, the patient experienced infection at implant site however the issue could not be resolved, resulting in the decision to explant the device. The device was explanted on (B)(6) 2016.